Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the 6mm monopolar cautery instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar cautery instrument distal tip has a crack on the end that the tip of the instrument screws onto. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: contact person reported they were unsure what type of da vinci-assisted surgical procedure was performed. The instrument was inspected prior to use, and nothing was noted during inspection. There were no reports of fragments falling from the device while used in patient. Contact person reported the instrument was intact. No injury was reported to patient. The patient has not returned due to experiencing any post-surgical complications related to retaining a foreign object. Contact person was unsure if photographic images of the device(s) or a video recording of the procedure available for isi review.